Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bronchitis. Medical intervention was not specified. The device was returned to manufacturer for investigation. During the evaluation, as a result of inside checking, mold was not observed. The remaining lease term was short. The device was returned unrepaired.